Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was going to have an MRI of the l-spine. It was unsure if this was related to the implantable neuro stimulator (ins). The patient was not able to walk at the time of the call. It was unknown if this symptom was related to the recent implant. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if it was related to the device/therapy, if any intervention had occurred, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.